Manufacturer narrative:
The reported event for no ipg communication was confirmed. It was determined the device was running the service application software. This condition is consistent with electrocautery use during surgery. Per event details, the ipg became inoperable following an unrelated surgery. There is guidance in the clinicians manual regarding proper handling of the device when using electrocautery.

Manufacturer narrative:
Correction - ipg was not placed into surgery mode, prior to unrelated surgical procedure.

Event description:
Additional information was obtained, revealing that the ipg was not placed into surgery mode, prior to the unrelated surgical procedure. The ipg was replaced via surgical intervention on (B)(6) 2024. Therapy was restored post op.

Event description:
It was reported that following an unrelated surgical procedure wherein the device was placed into surgery mode, the ipg became unable to communicate with external devices. Troubleshooting has been unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Further information was requested but not received.